Manufacturer narrative:
Manufacturer's investigation conclusion: review of the provided images from the research article confirmed findings consistent with the report of an extrinsic outflow graft obstruction. The serial number of the heartmate 3 left ventricular system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Department of cardiothoracic and vascular surgery, (B)(6), medicine and caring sciences, (B)(6) image science and visualization (cmiv), (B)(6). Department of radiology in (B)(6). Department of cardiology in (B)(6). Department of medicine, (B)(6). Ohlsson, l., sandstedt, m., papageorgiou, j., svensson, a., bolger, a., tamás, é., granfeldt, h., ebbers, t., & lantz, j. (2024). Haemodynamic significance of extrinsic outflow graft stenoses during heartmate 3tm therapy. European heart journal - imaging methods and practice, 2(3). Https://doi.org/10.1093/ehjimp/qyae082. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿haemodynamic significance of extrinsic outflow graft stenoses during heartmate 3¿ therapy¿ that the heartmate 3 (hm3) may be associated with extrinsic obstruction of the outflow graft. Case 2 of the article detailed a male patient between the age of 65 and 75 who had an hm3 device implanted 7 years earlier and was identified within a clinical trial (B)(4). The patient was clinically stable without signs of congestion, hemodynamic impairment, or low flow alarms. The hm3 of case 2 generated 3.8 l/min at 5400 rpm. Cardiac computed tomography (CT) scans were retrospectively obtained from the patient, whose heart rate was 58 beats per minute at the time of the scan. At 20 mm distal to the graft inlet, case 2 had a 53% lumen diameter reduction (9 mm/17 mm) and 36% cross sectional area (csa) reduction (85 mm2/ 236 mm2). In measurements performed at 40 mm distal to the graft inlet, case 2 showed 35% lumen diameter reduction (6 mm/17 mm) and 18% csa reduction (44 mm2/246 mm2). In case 2, the pressure profile was affected, with a pressure gradient of 8.44 mmhg with the greatest stenosis (as2) and highest flow setting. Case 2 showed a significant correlation between pressure gradient and stenotic severity (p = 0.01; r = 0.77), but there was not a significant correlation between device flow rate and pressure gradient in case 2 (p = 0.16; r = 0.51). There was a strong correlation between device flow and maximum blood flow velocity in case 2 (case 2: p = 0.003; r = 0.86) but no significant correlation between stenosis severity and maximum velocity (case 2: p = 0.27; r = 0.41). There was a significant correlation between the turbulent kinetic energy (tke) and increased flow rate in case 2 (case 2: p = 0.002; r = 0.87). There was no significant correlation between tke and stenotic severity (case 2: p = 0.57; r = 0.22). Case 2 showed a significant correlation between pressure gradient and narrowest csa (p = 0.0015; r = -0.77). Case 2 did show a significant correlation between pressure gradient and peak blood flow velocity (case 2: p = 0.043; r = 0.68). Case 2 did not show a significant correlation between pressure gradient and tke (p = 0.34; r = 0.36).